Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both the homechoice return instrument test / evaluation (rite) electrical and functional tests. Review of the device's previous service record revealed no issues that may have contributed to the increased intra-peritoneal volume (iipv) found in the logs. The cause of the iipv found in the device logs was determined to be: insufficient drain-one or more cycle's advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the therapy log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 1300 ml and the total drain volume was 2687 ml. This drain volume meets iipv criteria. Baxter product surveillance followed up with the nurse who stated that on (B)(6) 2010 there was no incidence of an iipv. The nurses work with pediatric patients and small volume infusions, and routinely over-ride the negative 50 percent ultrafiltration (uf) programmed into the hc. The nurse believed this is what showed up in the event log as an iipv event. The nurse reported with great certainty that there was no iipv that occurred on the date in question.